Event description:
It was reported that patient had bilateral thr on 2011 and 2012 but body is rejecting implants and a revision surgery for the right hip was performed on (B)(6) 2019. Revision for left hip hasn't been scheduled yet.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, clinically relevant supporting documentation was not provided; therefore, a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.